Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. For clarification, the dislodged wire is preventing proper articulation at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaw broke. The surgeon had to use another instrument to bring jaws back together to be able to remove. The jaw was still attached to wire, it came off after removal. The procedure was completed with no reported injury. Intuitive surgical, (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.